Manufacturer narrative:
B5: it was previously reported that the cause of peritonitis was unknown however during follow-up, the cause of the event was reported as due to constipation. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm, after 5th day, discontinued, route not reported), fortum injection (1gm, once daily, discontinued, route not reported) and amikacin injection (250mg, once daily, discontinued, route not reported) for the event. At the time of this report, the patient has recovered from the events. H10: based on additional information received, the baxter unknown disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. It was unknown if the patient was hospitalized for the event. The patient was not treated with any medication for this event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.